Event description:
This lead was explanted due to migration and impedances that would turn off the therapy. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The product under complaint was received and analyzed. There was no indication of a device problem.